Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing. The lead vector was reprogrammed resolving the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.